Event description:
Device 1 of 2 . Reference MFR report: 3008829311-2017-00290.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be done as the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00290. The patient was implanted with two leads from lot number ab2235 and two leads from lot number ab2240. It was reported the patient's leads migrated. The patient stated he lost stimulation therapy as his foot pain increased. Follow up identified surgical intervention was taken and all four of the patient's leads were explanted and replaced. Stimulation therapy was reportedly restored postoperatively.